Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin net transmission. It was noted that the patient had an electrolyte imbalance. Upon review of stored egms, post sensed t-wave oversensing leading to inappropriate mode switching was noted on the atrial lead. The device was reprogrammed to resolve the issue. No further fairfield t-waves were seen on the atrial lead.